Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had medications pended to different spots in the same tower drawer. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that two medications were pending at different spots in the same tower drawer. A technical support specialist (tss) guided the customer to un pend the item at the es server to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.